Manufacturer narrative:
H.6. Investigation findings for imaging evaluation: code c19 - images were returned for evaluation, and the imaging evaluation found the following: a post-op cta dated 18-apr-2023 was submitted for evaluation. The right internal iliac artery (riia) was observed to be occluded on the post-op imaging. Pre-implant imaging is not available, therefore, unable to assess riia diameters or calcium prior to implant. H.6. Investigation conclusions: code d1001 added. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, embolization (micro and macro) with transient or permanent ischemia, endoprosthesis occlusion, and occlusion/stenosis of device or native vessel. Additionally, the IFU states that the gore® excluder® conformable aaa endoprosthesis is intended for use in patients who have appropriate anatomy including, but not limited to, an iliac artery treatment diameter range of 8-25 mm and iliac distal vessel seal zone length of at least 10 mm. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites. A.1. Patient identifier: corrected. H.6. Investigation findings for imaging evaluation: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
H.6. Investigation conclusions: codes d15, d1001, and d12 removed and corrected/updated to code d14. Upon further evaluation by the product specialist, it was determined that the devices in the patient's right iliac artery were thrombosed and occluded up to the abdominal aortic bifurcation and not up to the bifurcation of the gore® excluder® conformable device system. Therefore, the trunk-ipsilateral leg component was not involved in this reported event, and there are no allegations of deficiency against the device. As there are no allegations of deficiency against this implanted device, this information no longer meets the definition of a reportable event and this report will be retracted.

Event description:
On (B)(6) 2023, the patient underwent treatment of an iliac artery aneurysm using gore® excluder® iliac branch endoprostheses. It was reported that the patient's right internal iliac artery was highly calcified with little flow. A ceb231010 iliac branch component was placed on the patient's right side, and an internal iliac component was placed in an attempt to preserve the internal iliac artery with the knowledge that the artery may require bypass. The internal iliac component was successfully placed, but due to the calcification the device was unable to stay patent. Therefore, a 27mmx12cm contralateral leg component was used as a bridging piece between the ceb and the trunk-ipsilateral leg component, and the patient's right internal iliac artery was intentionally covered using a 12mmx14cm contralateral leg component. It was reported that the patient's right iliac artery was patent post op. The patient was discharged. It was reported that a follow-up CT was performed on (B)(6) 2023. On (B)(6) 2023, the gore representative was informed that the patient had presented to the emergency room. It was reported that the patient's right leg was ischemic, and the devices in the patient's right iliac artery were thrombosed and occluded up to the aortic bifurcation. The cause of right limb occlusion was reportedly the small caliber of the patient's artery as well as significant calcification. It was reported that, on the same day, the patient was transferred to a different facility for reintervention. Thrombolysis was performed over night, and a gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the right limb. It was reported that the patient had a good result with the reintervention. There were no further reported issues. The patient tolerated the reintervention.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #ceb231010a/ serial #(B)(6)/ UDI #(B)(4) which is captured in manufacturer report #3013164176-2023-01726. Catalog #plc121400/ serial #(B)(6)/ UDI #(B)(4) which is captured in manufacturer report #3013164176-2023-01727. Catalog #plc271200/ serial #(B)(6)/ UDI #(B)(4) which is captured in manufacturer report #3013164176-2023-01728. A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation will be performed. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.